Event description:
It was reported that a removal of trochanteric fixation nail (tfn) helical blade on the ankle was performed. The surgeon inserted a shorter tfn screw due to patient pain, irritation, and discomfort. There was no surgical delay. Patient outcome was good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Calalog number: originally reported as; 456.308 on initial medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. Review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7542007 of 11.0mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7100893) met all specifications with no anomalies noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.